Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm. There is no blood or no visible kinks in the helium tubing and they have used the key to resume pumping each time. There was no harm or injury reported.

Manufacturer narrative:
A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.